Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. 22 of the reported devices were received for evaluation; 21 events were confirmed during testing. Evaluation found metal shavings within the devices upon disassembly. 18 reported devices were scrapped by stryker. 4 reported devices were repaired and returned. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 22 </noe> malfunction events, in which the device was shedding metal debris. There was no patient involvement; no patient impact.